Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. The customer reset the pump and continued to use the pump for insulin therapy. There was no reported impact to the customer's blood glucose level.